Event description:
Caller reported dosing with insulin based on a reading from freestyle of hi. Customer experienced severe hypoglycemia and lost consciousness. Details related to treatment were not provided by customer. Customer was transported to hospital. Testing was conducted on the finger.